Event description:
Per email, it was reported that the patient was implanted with an inflatable penile prosthesis (ipp) and soon thereafter began complaining that he was having pain and was having difficulty walking. Patient visited a neurologist and eventually an MRI was performed. Doctor believes reservoir may have migrated and was possibly pushing on a nerve causing said pain. All components were explanted and replaced with an ambicor penile prosthesis (app). No adverse patient effects.